Manufacturer narrative:
Investigation summary bd has been provided with samples for catalog 309110 lot 19081114 to investigate for this record. Visual examination of the returned samples concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. The mentioned "particles" consist of accumulation of "slip agent" which is used in the formulation of the polypropylene which is used to manufacture the syringe. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. A toxicologic material risk assessment for amide slip agents used in bd discardit ii 2-pice syringes indicate an extremely low to negligible risk of materials-medicated adverse effect in this clinical application. All tests were completed and passed and the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection, no corrective actions are required at this time.

Event description:
It was reported that "plastic" foreign matter was found in the bd discardit¿ ii syringe before use. The following information was provided by the initial reporter: "customer is complaining about piece of plastic (plastic particals found in our syringes)".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "plastic" foreign matter was found in the bd discardit¿ ii syringe before use. The following information was provided by the initial reporter: "customer is complaining about piece of plastic (plastic particles found in our syringes)".